Event description:
Hcp reported the pt experienced intermittant withdrawal symptoms. The pt has a bone growth stimulator wrapped around the pt's leg. It is unk if there is any device interaction with the pump. The hcp reported a volume discrepancy from the pump at refill. A follow up report will be sent when additional info is obtained.